Event description:
Baxter reported 3 incidents of broken clamps on the transfer sets. Per affiliate, this issue was noted during use and no patient injury or medical intervention was assoicated with these incidents.